Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the valve alarm/ shutdown. Associated malfunction for this device: sieve beds saturated and dusted.